Event description:
The device was used during a low anterior resection. Reportedly, the instrument did not cut and the anvil disengaged. The surgeon was able to remove the device without any pt injury.